Event description:
On thursday, (B)(6) at approximately 3:00 pm one of our physicians reported that during a procedure a boston scientific resolution clip (lot # 2383247) had broken in half when he opened the clip from the sheath and had to remove each broken piece carefully from the colon. There was no negative impact to the patient. The incident was reported to the vendor (boston scientific). This is the second incident with a resolution clip lot #2383247. First incident noted on (B)(6) "2020". FDA safety report ID# (B)(4).